Event description:
A user facility¿s registered nurse (rn) reported that a 2008t hemodialysis (hd) machine displayed multiple trans membrane pressure (tmp) alarms during a patient¿s hemodialysis (hd) treatment resulting in a blood clot in the bloodline. During follow up, the rn stated that one hour into the patient¿s treatment, the machine displayed a ¿tmp¿ alarm. The nurse was able to clear it and treatment continued. Shortly after, it alarmed for tmp again. This happened a total of five times during the patient¿s treatment. During the fifth alarm, the biomedical technician (bmt) was called to the floor. While he was troubleshooting the issue, a blood clot formed in the patient¿s bloodline. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended one and a half hours early. The patient did not experience any issues as a result of ending treatment early. The 2008t hd machine was removed from service following the incident. The bmt did not find any issues and no repairs or adjustments were made to the machine. The machine was returned to service without further incident. No sample is available to be returned to the manufacturer for evaluation. A fresenius dialyzer was also in use. The bloodline lot number is not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s registered nurse (rn) reported that a 2008t hemodialysis (hd) machine displayed multiple trans membrane pressure (tmp) alarms during a patient¿s hemodialysis (hd) treatment resulting in a blood clot in the bloodline. During follow up, the rn stated that one hour into the patient¿s treatment, the machine displayed a ¿tmp¿ alarm. The nurse was able to clear it and treatment continued. Shortly after, it alarmed for tmp again. This happened a total of five times during the patient¿s treatment. During the fifth alarm, the biomedical technician (bmt) was called to the floor. While he was troubleshooting the issue, a blood clot formed in the patient¿s bloodline. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended one and a half hours early. The patient did not experience any issues as a result of ending treatment early. The 2008t hd machine was removed from service following the incident. The bmt did not find any issues and no repairs or adjustments were made to the machine. The machine was returned to service without further incident. No sample is available to be returned to the manufacturer for evaluation. A fresenius dialyzer was also in use. The bloodline lot number is not available.

Manufacturer narrative:
Additional information: h4.

Event description:
A user facility's registered nurse (rn) reported that a 2008t hemodialysis (hd) machine displayed multiple trans membrane pressure (tmp) alarms during a patient's hemodialysis (hd) treatment resulting in a blood clot in the bloodline. During follow up, the rn stated that one hour into the patient's treatment, the machine displayed a "tmp" alarm. The nurse was able to clear it and treatment continued. Shortly after, it alarmed for tmp again. This happened a total of five times during the patient¿s treatment. During the fifth alarm, the biomedical technician (bmt) was called to the floor. While he was troubleshooting the issue, a blood clot formed in the patient's bloodline. The patient's blood was not returned. The patient's estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient refused to restart treatment and ended one and a half hours early. The patient did not experience any issues as a result of ending treatment early. The 2008t hd machine was removed from service following the incident. The bmt did not find any issues and no repairs or adjustments were made to the machine. The machine was returned to service without further incident. No sample is available to be returned to the manufacturer for evaluation. A fresenius dialyzer was also in use. The bloodline lot number is not available.